Manufacturer narrative:
Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that there was leakage with a bd pen ii omnitrope¿ pen 5 1.5ml. The following information was provided by the initial reporter: it was stated: "received a call from patient's mom who called to request a pen replacement due to a leaky pen. Mom advised that pen is leaking before and after giving injection, this is the third pen replacement. The first two pens the patient received both with lot#18109003".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage with a bd pen ii omnitrope¿ pen 5 1.5ml. The following information was provided by the initial reporter: it was stated: "received a call from patient's mom() who called to request a pen replacement due to a leaky pen. Mom advised that pen is leaking before and after giving injection, this is the third pen replacement. The first two pens the patient received both with lot#18109003".